Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. During implantation of the new right ventricular lead, the patient developed complete heart block. The doctor had already removed the chronic pacing lead from the patient¿s body. The new lead was then urgently implanted into the right ventricle and connected to temporary pacing. The rhythm was restored. The coronary sinus lead was then placed and tested. The coronary sinus delivery system was then slit and removed from the patient¿s body. The physician then decided to re-position the right ventricular lead due to no capture. The left ventricular lead exhibited high capture threshold prior to removing the delivery system. Once the newly implanted right ventricular was disconnected and screw retracted, capture was lost and complete heart block was noted once again. The physician tried reconnecting the left ventricular lead. However, capture was not obtainable. The doctor requested a pacing lead for temporary pacing. The lead was implanted and rhythm was once again restored. The right ventricular lead was then re-positioned and tested. Once all final testing was satisfactory, the system was connected and appropriate function was confirmed. The temporary pacing wire was then disconnected and removed from the patient¿s body. The patient was stable and transferred to the intensive care unit. Related manufacturer reference number: 2017865-2019-14256